Event description:
It is reported that a size f rhk knee femoral component was revised. The sales representative described a failure of the hinge mechanism which occurred approximately 6 weeks post-op in a patient with a history of multiple revisions. The time between failure and revision as well as details of the exact nature of the failure were not provided.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: cause cannot be definitively determined. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.